Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding menorrhagia") in a 42-year-old female patient who had essure (ess205) (batch no. 12272578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included tramadol for back pain and abdominal pain lower. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding "). In (B)(6) 2007, the patient experienced dyspareunia ("severe pain during intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / severe lower abdominal pain"), alopecia ("hair loss") and back pain ("severe back pain "). In 2008, the patient experienced mood swings ("hormonal changes: mood swing"), hyperhidrosis ("hormonal changes: sweating") and hair growth abnormal ("hormonal changes: hair growth"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems "). In 2013, the patient experienced diverticulum ("gastrointestinal problems: diverticulosis"). In (B)(6) 2015, the patient experienced vision blurred ("vision changes / vision/ eye problems type: blurred vision"), migraine ("migraines"), nausea ("nausea "), depression ("depression ") and headache ("headaches"). In (B)(6) 2016, 10 years 7 months after insertion of essure (ess205), the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced fatigue ("fatigue "). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes))) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, back pain and procedural pain had resolved and the menorrhagia, vaginal haemorrhage, alopecia, tooth disorder, dyspareunia, fatigue, diverticulum, vision blurred, migraine, nausea, depression, headache, dysmenorrhoea, mood swings, hyperhidrosis and hair growth abnormal was resolving. The reporter considered abdominal pain lower, alopecia, back pain, depression, diverticulum, dysmenorrhoea, dyspareunia, fatigue, hair growth abnormal, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, tooth disorder, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: she having complications during pregnancy: fracture pelvis (B)(6) 2004. Communicated with health care provider on (B)(6) 2015, the pelvic pain and abnormal bleeding was severe enough to schedule a hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: confirming full occlusion of fallopian tubes. On (B)(6) 2005: hysterosalpingogram: total bilateral occlusion occluded/closed fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("abnormal bleeding menorrhagia") in a 42-year-old female patient who had essure (ess205) (batch no. 12272578) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included tramadol for back pain and abdominal pain lower. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal vaginal bleeding "). In (B)(6) 2007, the patient experienced dyspareunia ("severe pain during intercourse / dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In january 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping / severe lower abdominal pain"), alopecia ("hair loss") and back pain ("severe back pain "). In (B)(6) 2008, the patient experienced mood swings ("hormonal changes: mood swing"), hyperhidrosis ("hormonal changes: sweating") and hair growth abnormal ("hormonal changes: hair growth"). In (B)(6) 2010, the patient experienced tooth disorder ("dental problems "). In (B)(6) 2013, the patient experienced diverticulum ("gastrointestinal problems: diverticulosis"). In (B)(6)2015, the patient experienced vision blurred ("vision changes / vision/ eye problems type: blurred vision"), migraine ("migraines"), nausea ("nausea "), depression ("depression ") and headache ("headaches"). In (B)(6) 2016, 10 years 7 months after insertion of essure (ess205), the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced fatigue ("fatigue "). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain lower, back pain and procedural pain had resolved and the menorrhagia, vaginal haemorrhage, alopecia, tooth disorder, dyspareunia, fatigue, diverticulum, vision blurred, migraine, nausea, depression, headache, dysmenorrhoea, mood swings, hyperhidrosis and hair growth abnormal was resolving. The reporter considered abdominal pain lower, alopecia, back pain, depression, diverticulum, dysmenorrhoea, dyspareunia, fatigue, hair growth abnormal, headache, hyperhidrosis, menorrhagia, migraine, mood swings, nausea, pelvic pain, procedural pain, tooth disorder, vaginal haemorrhage and vision blurred to be related to essure (ess205). The reporter commented: she having complications during pregnancy: fracture pelvis (B)(6) 2004. Communicated with health care provider on (B)(6) 2015, the pelvic pain and abnormal bleeding was severe enough to schedule a hysterectomy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: confirming full occlusion of fallopian tubes. On (B)(6) 2005: hysterosalpingogram: total bilateral occlusion occluded/closed fallopian tubes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received events added from pfs- abnormal bleeding menorrhagia, headaches, dysmenorrhea (cramping), gastrointestinal problems: diverticulosis, mood swings, sweating, hair growth, blurred vision and pelvic pain that lead to hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Abnormal vaginal bleeding, migraines, hair loss, severe back pain, severe lower abdominal pain, dental problems, dyspareunia (painful sexual intercourse), fatigue, depression, a painful post-operative recovery already reported according to legal claim and confirmed by pfs. Reporter information added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("cramping / severe lower abdominal pain") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding"), alopecia ("hair loss"), tooth disorder ("dental problems"), dyspareunia ("severe pain during intercourse"), back pain ("severe back pain"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal problems"), hormone level abnormal ("hormonal changes"), visual impairment ("vision changes"), migraine ("migraines"), nausea ("nausea") and depression ("depression"). The patient was treated with surgery (total hysterectomy to remove essure devices). Essure (ess205) was removed on (B)(6) 2015. On (B)(6) 2015, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain lower, vaginal haemorrhage, alopecia, tooth disorder, dyspareunia, back pain, fatigue, gastrointestinal disorder, hormone level abnormal, visual impairment, migraine, nausea, depression and procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, back pain, depression, dyspareunia, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, nausea, procedural pain, tooth disorder, vaginal haemorrhage and visual impairment to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2005: confirming full occlusion of fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.